Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, causes for the reported cerebrovascular accident, death, hemorrhage, and mitral regurgitation could not be determined. The reported patient effects of cerebrovascular accident, death, hemorrhage, and mitral regurgitation as listed in the mitraclip instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and surgery were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article "technical and clinical outcomes after transcatheter edge-to-edge repair of mitral regurgitation in male and female patients: is equality achieved?" Was reviewed. The article presented a retrospective multicenter study, to evaluate sex- specific differences in outcomes of patients with mitral regurgitation (mr) treated by transcatheter edge- to- edge mitral valve repair (teer) . Devices mentioned include mitraclip. The article concluded that following mitral teer, women are associated with a lower short- term mortality, whereas no outcome differences were observed at 5- year follow- up. [The primary author and corresponding author was luigi biasco, md, phd, department of biomedical sciences, università della svizzera italiana, via buffi 13, 6900 lugano, switzerland; with corresponding email luigi.biasco@gmail.com. The time frame of the study was september 2011 to december 31, 2019. A total of 1142 patients were included in this study, of which all received an abbott device. The average age of the patients enrolled was 78.5. The majority gender was male. As this is from a literature review, patient weight was not provided. Comorbidities include: primary mitral regurgitation, secondary mitral regurgitation, hypertension, hyperlipidemia, diabetes, coronary artery disease, previous myocardial infarction, previous percutaneous intervention, previous coronary artery bypass graft, previous valve surgery, previous transcatheter aortic valve implant, previous heart failure hospitalization, atrial fibrillation, previous pacemaker, previous stroke, copd, cancer, end stage renal disease. Peri and post-procedural complications included death, mechanical ventilation, mechanical hemodynamic support, bleeding requiring transfusion, stroke, hospitalization, surgical intervention, unexpected medical intervention (additional mitraclip), unchanged mr, recurrent mr.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3 - event date estimated as 09/1/2011. B2- death date estimated as (B)(6) 2019. Literature attachment: article title: technical and clinical outcomes after transcatheter edge-to-edge repair of mitral regurgitation in male and female patients: is equality achieved.

Event description:
The article "technical and clinical outcomes after transcatheter edge-to-edge repair of mitral regurgitation in male and female patients: is equality achieved?" Was reviewed. The article presented a retrospective multicenter study, to evaluate sex- specific differences in outcomes of patients with mitral regurgitation (mr) treated by transcatheter edge- to- edge mitral valve repair (teer) . Devices mentioned include mitraclip. The article concluded that following mitral teer, women are associated with a lower short- term mortality, whereas no outcome differences were observed at 5- year follow- up. [The primary author and corresponding author was luigi biasco, md, phd, department of biomedical sciences, università della svizzera italiana, via buffi 13, 6900 lugano, switzerland; with corresponding email luigi.biasco@gmail.com. The time frame of the study was september 2011 to december 31, 2019. A total of 1142 patients were included in this study, of which all received an abbott device. The average age of the patients enrolled was 78.5. The majority gender was male. As this is from a literature review, patient weight was not provided. Comorbidities include: primary mitral regurgitation, secondary mitral regurgitation, hypertension, hyperlipidemia, diabetes, coronary artery disease, previous myocardial infarction, previous percutaneous intervention, previous coronary artery bypass graft, previous valve surgery, previous transcatheter aortic valve implant, previous heart failure hospitalization, atrial fibrillation, previous pacemaker, previous stroke, copd, cancer, end stage renal disease. Peri and post-procedural complications included death, mechanical ventilation, mechanical hemodynamic support, bleeding requiring transfusion, stroke, hospitalization, surgical intervention, unexpected medical intervention (additional mitraclip), unchanged mr, recurrent mr.